Event description:
Customer reported 4 suspected false positives on the lot 10731a. The positive results were confirmed negative after retests with cue on the same day and next day.

Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical support reviewed customer data from the reader serial numbers that were provided and there were no positive results with lot 10731a. Customer was unresponsive to attempts to get additional information.